Event description:
It was reported that the target lesion was the first diagonal, in which another company's stent was implanted. While crossing the lesion whith the guide wire, the guide wire tip prolapsed. Resistance was reported in the stent as the guide wire was being removed, so the guide wire was pulled on with some force (contrary to IFU). Upon inspection of the device after removal, it was noted that the guide wire tip was stretched. No pt effects were reported. This is being reported based on the analysis of the returned device, which revealed a separated tip.